Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a medwatch user facility report 5201770000-2022-8103 stating the following: "during surgical procedure, the surgeon noted that the prograsp forceps currently in use in patient was "frayed". It was taken out of the patient and a new prograsp forceps was obtained and used to finish the case. No damage to the patient was noted."

Event description:
It was reported that during a da vinci-assisted lymphadenectomy surgical procedure, the surgeon noted the prograsp forceps instrument was frayed when it was being used inside the patient. A fragment fell into the patient and was retrieved in the same procedure. The instrument was taken out of the patient and a new prograsp forceps was obtained and used to finish the case. No harm to the patient was noted. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting the prograsp forceps was frayed, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps was analyzed, and failure analysis investigations replicated and confirmed the customer reported complaint. The instrument was found to have a frayed grip cable at the distal end. The frayed cable strands stuck out at the wrist. The common causes of this failure mode are attributed to a component failure. Cable breakage, whether partial or full, may be attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing. When cable breakage occurs, the instrument is immediately inoperable due to loss of functionality. The instrument has tungsten drive cables to transmit motion from the input discs in the housing, through the main shaft, and to the distal instrument tip. These cables are exposed at the instrument tip and control movements at the wrist. The complaint regarding the prograsp forceps instrument being frayed was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. This complaint is considered a reportable event due to the following conclusion: it was alleged that a fragment from the prograsp forceps instrument fell into the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure.